Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : medical : infection¿ a definitive root cause could not be determined. Based on the investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A4: patient weight is not provided / unknown. D4: lot number are not provided / unknown. D4: unique identifier (UDI) number is not provided / unknown. E1: initial reporter¿s title and last name and email address are not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Per indicated: infection around the implant site 5. Site grafted at time of placement (allograft). Symptoms as a result of the event: puss. Surgical/medical intervention required for permanent damage: implant was removed.